Event description:
Information was received indicating that one hour following placement of a smiths medical portex tubes blue line ultra (blu), leaking was noted. The product was re-inflated, but the pilot balloon was found deflated. It was reported that this was done three times with no success. This was reported to not occur at pre-use check. Subsequently, the tube was replaced with no reported adverse effects.

Manufacturer narrative:
Additional information: d10. One portex tubes blue line ultra was returned for analysis. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination., no discrepancies were found. A syringe was used to inflate the cuff of the sample and was submerged under water in order to verify for leaks, leaks was detected in the pilot balloon. A review of the manufacturing process was conducted in order to verify that there aren't any practices that could cause the event. Cuff assembly operation was reviewed; no discrepancies were found. Inflation line assembly operation was reviewed; no discrepancies were found. The inflation test was audited during thirty-two, in order to verify that the inflation test was properly performed; the inflation test was performed according to the test method stated in the manufacturing procedure; no deflated cuffs were detected during the thirty-two units tested. Production performs a 100% in process inflation test to the cuff and visual inspected that cuff has no ragged edges. The most probable root cause is that the pilot balloon was damaged after it left the facilities due to the fact that th product is 100% leak tested.